Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected gradually increasing shock impedance measurements with some measurements being out-of-range. Boston scientific technical services (ts) reviewed the stored device data and suspected calcification or ionization of the lead. The patient was to be brought into the clinic for further troubleshooting however the patient failed to show. No adverse patient effects were reported. The device remains in service.